Event description:
The report from the field indicated that during a diagnostic procedure, the catheter was flushed in the usual manner and was being inserted over the guidewire. While inserting the catheter onto the guidewire, the distal tip of the pigtail catheter separated. Another catheter (#2) of the same catalog /lot number was then prepared and was noted to leak at the fusion point of the catheter tip. Neither catheter was ever inserted into the pt. There was no reported pt injury. There was no add'l info available.

Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report# 9616099-2006-01326.